Event description:
It was reported that during implant, the lead exhibited unacceptable thresholds. During the procedure, the patient also experienced phrenic nerve stimulation. The lead was not implanted, and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.